Event description:
Analysis of the returned device found the stent (subject device) to be broken. No clinical consequence to patient.

Manufacturer narrative:
A review of the device history record was performed on this batch and no issues or discrepancies were found. The device history record review showed that this device met all requested specifications. The device was used for treatment. Based on the investigation and information provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. Device analysis found the stent struts had been separated and the platinum marker bands were separated and missing on one side. The stent struts on the opposite side were tangled upon each other. The separated section of the stent was not returned for analysis. Additional scanning electron microscope (sem) analysis of the broken stent revealed evidence of ductile rupture fracture as well as possible necking indicative of tensile and torsional forces applied to the stent. It was reported that the patient's anatomy was "very tortuous". Based on this information, the most probable cause of the reported friction is considered to be excessive tortuousity. As this is considered an anatomical factor, a root cause of operational context has been assigned to the reported issue.